Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting intermittent noise which had been over sensed resulting in pacing inhibition on the right ventricular (rv) channel. The noise had been previously noted and the sensitivity was reprogrammed to 1.5mv. Additional information was received eight months later that the clinical observations were still occurring and pacing impedance measurements were in the 200 ohm range. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.